Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system was not working, stopped at 00. Upon troubleshooting, it was confirmed that the flexvision pc software was not loading. The analysis of the system log file found that the host-pc could not connect to the flexvision-pc, indicating the malfunctioning of the flexvision pc. The fse formats the flexvision pc¿s hard disk and installed the software on it. After performing the configuration to the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system did not boot, it froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.